Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively of a bypass procedure, there was hemostatic ''surgets'' or bleeding inside the gastro-jejunal anastomosis.